Event description:
A 2-5 gram spill of mercury occurred in exam room 4 when an employee turned the sphygmomanometer toward the wall to avoid breaking the glass cylinder. While turning the sphygmomanometer the lever that releases the glass cylinder was moved. This allowed mercury to leak from the broken seal at the bottom of the cylinder. The spill was promptly reported and cleaned up appropriately, but caused disruption to the clinic schedule as the room was taken out of service for 24 hrs. Approximately 5 ft of carpet had to be removed and disposed of as hazardous waste due to contamination.